Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and it passed. A communication tool vibrate test was performed and it failed due to the vibrator not vibrating. A "try it" manual test was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it failed due to measuring within specification. The allegation was confirmed. The root cause was determined to be a defective vibrator motor. No injury or medical intervention was reported.